Manufacturer narrative:
An event of the valve migrating after implant was reported. Information from field indicated that there was sufficient calcification to allow anchoring of the device, the patient did not have a horizontal aorta, the native aortic annulus diameter was 24.5mm, the ascending aorta diameter was 38mm, the perimeter was 73.4mm, the final implant depth at release was at 1mm, and there were no difficulties with deployment or retraction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system for a transcatheter aortic valve implantation (tavi). The valve was prepared and loaded according to the instructions for use (IFU). The native aortic annulus diameter was 24.5mm, and the ascending aorta diameter was 38mm. The perimeter was 73.4mm. The patient had sufficient calcium to allow anchoring of the device. The patient did not have a horizontal aorta. On first deployment, the initial depth for the valve at 80% was at approximately 0-1mm. The valve was re-sheathed. On second deployment, the starting implant depth at deployment was between 1-2mm. The final implant depth at release was at 1mm. There was no tension in the delivery system at the time of final deployment. After full deployment, the valve migrated upwards into the annulus. There was no separation issue related between the valve and the delivery system, and all three retainer tabs were confirmed via imaging to be released prior to the removal of the delivery system. The migrated valve did not block a coronary artery or arteries. The valve was not snared. The patient had a high blood pressure of approximately 160/70mmhg. The patient's hemodynamics were good, and there was no gradient. A trace perivalvular leak was noted. No post-implant balloon valvuloplasty was performed. The cause of the valve migration was unknown. The patient status was reported as stable.